Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the unit was received with the lock having both rotational and lateral movement. Heavy residue build up was present. The 80 pound torque tested under good pressure. The ratchet arm had no visible cracks but the heli-coil was stripped. The root cause of this occurrence was that the unit had stripped threads which prevented the 80 pound torque knob from moving smoothly.

Event description:
The surgeon could not turn the screw. There was pt contact but no pt injury. A different skull clamp was used. The product problem caused a fifteen minutes delay in surgery.